Event description:
It was reported that the programmer experienced an error that would not clear. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis was able to confirm the error at boot up.